Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results obtained of 224, 260, 223 and 208 mg/dl; results of 224 and 260 mg/dl were performed back to back. The customer's expected fasting blood glucose test result range is 88 - 120 mg/dl. Son is performing blood test on customer and was using incorrect testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/28/2021 and open vial date is 07/22/2019. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results obtained of 224, 260, 223 and 208 mg/dl; results of 224 and 260 mg/dl were performed back to back. The customer's expected fasting blood glucose test result range is 88 - 120 mg/dl. Son is performing blood test on customer and was using incorrect testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/28/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: 224mg/dl, date: (B)(6) 2019, time: 11:54am, fasting. Result 2: 260mg/dl, date: (B)(6) 2019, time: 11:54am, fasting. Result 3: 223mg/dl, date: (B)(6) 2019, time: 5:48am, fasting. Result 4: 195mg/dl, date: (B)(6) 2019, time: 12:43am, fasting. Result 5: 208mg/dl, date:(B)(6) 2019, time: 11:53am, fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h6: updated FDA's method result code. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results obtained of 224, 260, 223 and 208 mg/dl; results of 224 and 260 mg/dl were performed back to back. The customer's expected fasting blood glucose test result range is 88 - 120 mg/dl. Son is performing blood test on customer and was using incorrect testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/28/2021 and open vial date is 07/22/2019. The meter memory was reviewed for previous test result history: result 1: 224mg/dl, date: (B)(6) 2019, time: 11:54am, fasting. Result 2: 260mg/dl, date: (B)(6) 2019, time: 11:54am, fasting. Result 3: 223mg/dl, date: (B)(6) 2019, time: 5:48am, fasting. Result 4: 195mg/dl, date: (B)(6) 2019, time: 12:43am, fasting. Result 5: 208mg/dl, date: (B)(6) 2019, time: 11:53am, fasting.